Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was occurred. The patient stated she experienced a low event in which the receiver did not alert. She stated that her low alert setting was set at 100 mg/dl and the receiver did not alert her until it showed 65 mg/dl. She stated that on her way to the restroom, she fell 3 times which resulted in breaking 9 bones including both her legs, both her ankles and both her feet. She contacted 911 and was rushed to the emergency room (ER) and was told that her blood glucose was about 20 mg/dl. The patient was admitted to the hospital and was treated for the low glucose values and broken bones. The patient indicated that they were in the hospital for a week and ended up in 2 casts and in a wheelchair for 8 weeks. Additionally, during troubleshooting with dexcom technical support, it was determined that the patient¿s low setting was set to 80 mg/dl and not 100 mg/dl. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.